Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve wasn't working properly. According to the report, the valve did not have patient contact and it was determined while testing it on the table that the pressures were too low. Reportedly, there was no harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.